Event description:
N/a.

Manufacturer narrative:
An event of a difficult to advance, material bent, and material deformation was reported. The device was returned to abbott and investigation found that the valve capsule was bent, which appears consistent with damage incurred during the advancement attempts. Additionally, the inner shaft was noted to be bent and crushed (deformed), consistent with damage during device preparation and/or shipping damage during return of the device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. The cause of the reported advancement difficulty appears to be related to challenging patient anatomy (i.e. Calcified femoral and iliac arteries). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision ((B)(6)) was chosen for implantation utilizing a large flexnav on a patient with a history of coronary artery disease and peripheral artery disease. The patient presented with calcified femorals and ilacs. A 14f sentrand sheath was inserted, but difficulties advancing the sheath occurred. After several attempts, the sheath was advanced, and balloon angioplasty was performed. After balloon angioplasty, the sheath was removed, and the large flexnav delivery system (11003243) was inserted. However, difficulties advancing the system past the right common iliac artery occurred. Therefore, the flexnav ds was removed from the patient. A peripheral angioplasty was performed on the right iliac artery was performed. While outside the patient, the flexnav ds was observed to be kinked, and the valve was unable to be loaded on it again. Therefore, a new large flexnav ds (10980314) was used. The same valve, 29mm navitor was loaded again on the new delivery system. After balloon angioplasty on the iliac artery, the 14f sheath was exchanged to a 16f sheath. The 16f sheath was then removed, and the large flexnav ds was advanced on the wire. The system was advanced past the right common iliac artery without difficulty but could not be advanced further into the abdominal aorta. After several attempts, a decision was made to discontinue the procedure. The ds and the valve were removed from the patient. While outside the patient, it was observed that both flexnav delivery systems were kinked and not straight when removed through the valve. It was noted that the valve could not be loaded on the same flexnav delivery system again. The patient was reported to be hemodynamically stable throughout the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. The patient was reported to be discharged. Flexnav ds (10980314) returned and analysis of the device done on january 9, 2026 revealed that the valve capsule was found to be crushed.